Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Answer: no, only bleeding was observed in the entire staple line. How was the bleeding controlled? Answer: gauze and clip. How much blood was lost (ml)? Answer: not informed. Did the patient require a transfusion? Answer: no. 3 photos were received. Pictures provided are from an or screen, the 1st, 2nd & 3rd photos show the tissue with staple line, what appears to be bleeding is noted, however based on the quality of the pictures it is difficult to assess. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Approximately how much blood loss? Was buttressing material used? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Were there any staple formation issues noted? Is the patient preoperative anticoagulation therapy known? What is the current patient status?

Event description:
It was reported that during a sleeve gastrectomy procedure, there was diffuse bleeding across the staple line, on all reloads. Green, gold and blue. The patient had to stay in the hospital for a day and had tachycardia.